Event description:
The customer reported to olympus that the during pre-inspection of the camera head, the image did not appear. The issue occurred during preparation for a diagnostic procedure that was completed with a similar device without delay. There was no patient/user harm reported and no patient impact.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that that a cable failure caused a communication failure resulting in images not being displayed. The cause of the cable failure could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent issue: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. Olympus will continue to monitor field performance for this device.